Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the tower door failed. A field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a tower failed and unable to open. Customer reported that access to essential medications for patients was restricted, resulting in a delay in the dispensing medications to patients. There were no adverse events or injuries reported based on this event.